Event description:
The ocs specialist had no issues with the pump until approximately 7 hrs 40 minutes of perfusion, after which they received an alarm of pump failure. They cycled the power and performed a hard reset the device and did other troubleshooting maneuvers. However, the pump failure alarm remained, and the pump could not be restarted. The liver was converted to cold storage, however, the liver was declined by the accepting surgeon and was not transplanted. Transmedics performed a detailed analysis of the returned console confirmed that a pump failure occurred. The cause of the pump failure is under investigation.